Event description:
The customer reported that a pt received a third degree, full thickness burn to the midriff part of her abdomen during a breast surgery. The burn was noted when the pt was repositioned during the procedure. The burn was described as approx 3 and a half inches long and the same width as the non-covidien monopolar cable that had been used during the surgery. The pt burn was treated with a cold compress, flamazine cream and a depressing. The site speculated that pressure may have been applied to the cable during the procedure. Afterwards, the facility found the monopolar cable to be open-circuit and damaged, with a break in the cable at the jack end. Further, the site reported that the monopolar cable was a 50-use cable, and admits to a common practices of using their cable for up to 100 uses. The hospital is still investigating this incident. At present, the surgeons are uncertain whether or not the pt will need plastic surgery to repair the damaged skin area.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the unit is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.